Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) helium icon showing red. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: (site country), (type of investigation, investigation findings and investigation conclusions). Additional contact information: event site postal code: 4001. Getinge field service engineer (fse) determined that the operator changed the helium cylinder incorrectly and since then there has been getting this error red in the autofill console tank. The cylinder was installed properly and the console was ejected and reinserted. The issue was resolved. The equipment was cleared for customer use.

Event description:
N/a.